Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong abdominal pelvic pain in the right side of the body in the fallopian tubes region') and salpingitis ('chronic bilateral salpingitis') in a 29-year-old female patient who had essure (batch no. D40621) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (vaginal delivery), abortion (two) and arterial hypertension. She has never undergone gynecologic surgery. She doesn't have any concomitant disease or allergy. She doesn't drink alcohol. Concurrent conditions included smoker (16 cigarettes per day) since 2004. Concomitant products included diazepam (diazepan) since (B)(6) 2017 and ibuprofen since (B)(6) 2017 for intra-uterine contraceptive device insertion as well as hydrochlorothiazide, losartan and medroxyprogesterone acetate (depoprovera). In 2017, the patient experienced pain in extremity ("pain in the right leg"). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced procedural pain ("extreme pain during essure insertion procedure") and nausea ("nausea follwing by vomiting"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), back pain ("pain in lumbar region spreading to legs"), headache ("strong headaches"), gait disturbance ("difficulty to walk"), hypoaesthesia ("numbness on legs, losing feeling of leg"), muscular weakness ("weakness on legs"), decreased appetite ("absence of appetite"), dysgeusia ("metal taste on mouth"), vomiting ("nausea follwing by vomiting") and balance disorder ("loss of balance"). In 2019, the patient experienced asthenia ("weakness"). On (B)(6) 2019, the patient experienced menstruation irregular ("menstruation irregular") and pyrexia ("fever"). On (B)(6) 2019, the patient experienced menometrorrhagia ("menometrorrhagia"). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), dyspareunia ("pain and discomfort during sexual intercourse"), genital haemorrhage ("bleeding"), abdominal pain lower ("severe cramps"), breast pain ("mild mastalgia"), premenstrual syndrome ("severe pms") and mood swings ("mood swings") and was found to have weight increased ("weight gain / gained 32kg"). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with analgesics, hyoscine butylbromide (hioscina), medroxyprogesterone, metamizole sodium (dipyrone), nimesulide and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia, back pain, genital haemorrhage, headache, gait disturbance, hypoaesthesia, muscular weakness and balance disorder had not resolved and the salpingitis, procedural pain, menometrorrhagia, menstruation irregular, pain in extremity, decreased appetite, dysgeusia, nausea, vomiting, pyrexia, asthenia, abdominal pain lower, breast pain, premenstrual syndrome, mood swings and weight increased outcome was unknown. The reporter considered abdominal pain lower, asthenia, back pain, balance disorder, breast pain, decreased appetite, dysgeusia, dyspareunia, gait disturbance, genital haemorrhage, headache, hypoaesthesia, menometrorrhagia, menstruation irregular, mood swings, muscular weakness, nausea, pain in extremity, pelvic pain, premenstrual syndrome, procedural pain, pyrexia, salpingitis, vomiting and weight increased to be related to essure. The reporter commented: anatomical changes: no alteration; insertion with slight resistance: right and left; coils inside cavity: right: 3; left: 4; pain scale: 3. Blood exams normal on (B)(6) 2017 and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): alanine aminotransferase (5 - 38 u/l) - on (B)(6) 2019: 8 u/l. Aspartate aminotransferase (10 - 37 u/l) - on (B)(6) 2019: 12 u/l. Blood creatine (0.4 - 1.4 mg/dl) - on (B)(6) 2017: 0.71 mg/dl; on (B)(6) 2019: 0.7 mg/dl. Blood pressure measurement - on (B)(6) 2017: 137/92 mmhg; on (B)(6) 2019: 140/98 mmhg. Blood thromboplastin - on (B)(6) 2019: 1.49 (reference: 1.02 to 1.47). Blood urea (10 - 45 mg/dl) - on (B)(6) 2017: 29.4 mg/dl; on (B)(6) 2019: 17.9 mg/dl. Body temperature - on (B)(6) 2017: 36.4 degrees celsius; on (B)(6) 2019: 36.4 degrees celsius. Culture urine - on (B)(6) 2017: aspect: slight turbid (reference: clear); cells: some (reference: rare); mucus filament: some (reference: absence); bacteria: discrete (reference: absence); on (B)(6) 2019: negative. Aspect: turbid (reference: clear); red blood cells: 3 to 5 (reference: 0 to 2); cells: several (reference: rare); mucus filament: some (reference: absence); bacteria: moderate reference: absence); crystals: amorphous urates reference: absence). Heart rate - on (B)(6) 2017: 85 bpm; on (B)(6) 2019: 73 bpm. International normalised ratio - on (B)(6) 2019: 0.94 (reference: below 1.2). Pathology test - on an unknown date: histopathological report of the fallopian tubes, removed during the intervention, revealed chronic bilateral salpingitis (a chronic infectious process of the tubes). Physical examination - on (B)(6) 2017: flabby abdomen, pain to superficial and deep touch, pain in right iliac fossa; on (B)(6) 2019: uterine tone: normal, edema: not found. Prothrombin level - on (B)(6) 2019: 110% (reference: above 70%). Prothrombin time (10 - 14 s) - on (B)(6) 2019: 12.5 s. Ultrasound scan vagina - on (B)(6) 2017: device on its linear axis including the proximal end that crosses the myometrium at the interstitial portion of the right tube and left tube. The devices were correctly located in the right and left uterine horns. Batch no : d40621,production date: 2014-12-09 expiration date :2017-12-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong abdominal pelvic pain in the right side of the body in the fallopian tubes region') and salpingitis ('chronic bilateral salpingitis') in a 29-year-old female patient who had essure (batch no. D40621) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (vaginal delivery), abortion (two) and arterial hypertension. She has never undergone gynecologic surgery. She doesn't have any concomitant disease or allergy. She doesn't drink alcohol. Previously administered products included for systemic arterial hypertension: losartana; for an unreported indication: bromazepan and medroxiprogesterone. Concurrent conditions included smoker (16 cigarettes per day) since 2004. Concomitant products included diazepam (diazepan) since (B)(6) 2017 and ibuprofen since (B)(6) 2017 for intra-uterine contraceptive device insertion as well as hydrochlorothiazide, losartan, medroxyprogesterone acetate (depoprovera) and medroxyprogesterone since (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted.in 2017, the patient experienced pain in extremity ("pain in the right leg"). On (B)(6) 2017, the patient experienced procedural pain ("extreme pain during essure insertion procedure") and nausea ("nausea follwing by vomiting"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), back pain ("pain in lumbar region spreading to legs"), headache ("strong headaches"), gait disturbance ("difficulty to walk"), hypoaesthesia ("numbness on legs, losing feeling of leg"), muscular weakness ("weakness on legs"), decreased appetite ("absence of appetite"), dysgeusia ("metal taste on mouth"), vomiting ("nausea follwing by vomiting") and balance disorder ("loss of balance"). In 2019, the patient experienced asthenia ("weakness"). On (B)(6) 2019, the patient experienced menstruation irregular ("menstruation irregular") and pyrexia ("fever"). On (B)(6) 2019, the patient experienced menometrorrhagia ("menometrorrhagia"). On (B)(6) 2020, the patient experienced hepatic steatosis ("grade I hepatic steatosis") and polycystic ovaries ("polycystic ovaries"). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), dyspareunia ("pain and discomfort during sexual intercourse"), genital haemorrhage ("bleeding"), abdominal pain lower ("severe cramps"), breast pain ("mild mastalgia"), premenstrual syndrome ("severe pms") and mood swings ("mood swings") and was found to have weight increased ("weight gain / gained 32kg"). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with analgesics, diclofenac potassium (lfm diclofenaco de potassio), hyoscine butylbromide (hioscina), ketoprofen (cetoprofeno), medroxyprogesterone, metamizole sodium (dipirona), metamizole sodium (dipyrone), metamizole sodium (novalgina), nimesulide, omeprazole (omeprazol), ondansetron hydrochloride (cloridrato de ondansetrona), simeticone (simeticona) and surgery (essure removal via bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia, back pain, genital haemorrhage, headache, gait disturbance, hypoaesthesia, muscular weakness and balance disorder had not resolved and the salpingitis, procedural pain, menometrorrhagia, menstruation irregular, pain in extremity, decreased appetite, dysgeusia, nausea, vomiting, pyrexia, asthenia, abdominal pain lower, breast pain, premenstrual syndrome, mood swings, weight increased, hepatic steatosis and polycystic ovaries outcome was unknown. The reporter considered abdominal pain lower, asthenia, back pain, balance disorder, breast pain, decreased appetite, dysgeusia, dyspareunia, gait disturbance, genital haemorrhage, headache, hepatic steatosis, hypoaesthesia, menometrorrhagia, menstruation irregular, mood swings, muscular weakness, nausea, pain in extremity, pelvic pain, polycystic ovaries, premenstrual syndrome, procedural pain, pyrexia, salpingitis, vomiting and weight increased to be related to essure. The reporter commented: anatomical changes: no alteration; insertion with slight resistance: right and left; coils inside cavity: right: 3; left: 4; pain scale: 3. Blood exams normal on (B)(6) 2017 and (B)(6) 2019. Essure removal was performed without complications on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): alanine aminotransferase (5 - 38 u/l) - on (B)(6) 2019: 8 u/l. Aspartate aminotransferase (10 - 37 u/l) - on (B)(6) 2019: 12 u/l. Blood creatine (0.4 - 1.4 mg/dl) - on (B)(6) 2017: 0.71 mg/dl; on (B)(6) 2019: 0.7 mg/dl; on (B)(6) 2020: 0.7 mg/dl. Blood glucose (70 - 100 mg/dl) - on (B)(6) 2020: 94.90 mg/dl. Blood potassium (3.5 - 5 mmol/l) - on (B)(6) 2020: 4.65 mmol/l. Blood pressure measurement - on (B)(6) 2017: 137/92 mmhg; on (B)(6) 2019: 140/98 mmhg; on (B)(6) 2020: 130/100 mmhg. Blood sodium (135 - 145 mmol/l) - on (B)(6) 2020: 148 mmol/l. Blood thromboplastin - on (B)(6) 2019: 1.49 (reference: 1.02 to 1.47); on (B)(6) 2020: 1.69. Blood urea (10 - 45 mg/dl) - on (B)(6) 2017: 29.4 mg/dl; on (B)(6) 2019: 17.9 mg/dl; on (B)(6) 2020: 26.1 mg/dl. Body temperature - on (B)(6) 2017: 36.4 degrees celsius; on (B)(6) 2019: 36.4 degrees celsius; on (B)(6) 2020: 36 degrees celsius. Chest x-ray - on (B)(6) 2020: unremarkable. Culture urine - on (B)(6) 2017: aspect: slight turbid (reference: clear); cells: some (reference: rare); mucus filament: some (reference: absence); bacteria: discrete (reference: absence); on (B)(6) 2019: negative. Aspect: turbid (reference: clear); red blood cells: 3 to 5 (reference: 0 to 2); cells: several (reference: rare); mucus filament: some (reference: absence); bacteria: moderate reference: absence); crystals: amorphous urates reference: absence); on (B)(6) 2019: negative. Full blood count - on (B)(6) 2017: normal; on (B)(6) 2019: normal; on (B)(6) 2020: normal. Hiv test - on (B)(6) 2019: negative; on (B)(6) 2020: negative. Heart rate - on (B)(6) 2017: 85 bpm; on (B)(6) 2019: 73 bpm; on (B)(6) 2020: 80 bpm. Hepatitis b virus test - on (B)(6) 2020: negative. Hepatitis c virus test - on (B)(6) 2020: negative. International normalised ratio - on (B)(6) 2019: 0.94 (range up to 1.2); on (B)(6) 2020: 1.03 (range up to 1.2). Pathology test - on (B)(6) 2020: material: left and right uterine tubes. Macroscopic: left uterine tube 4.5x0.7 cm with smooth and shiny serosa, when cutting virtual light, right uterine tube 6.3x0.7 cm with smooth and shiny serosa, when cutting virtual light. Conclusion: histopathological report of the fallopian tubes, removed during the intervention, revealed chronic bilateral salpingitis (a chronic infectious process of the tubes). Physical examination - on (B)(6) 2017: flabby abdomen, pain to superficial and deep touch, pain in right iliac fossa; on (B)(6) 2019: uterine tone: normal, edema: not found. Platelet count (150 - 450 10*3/mm3) - on (B)(6) 2019: 245 10*3/mm3; on (B)(6) 2020: 176 10*3/mm3. Prothrombin level - on (B)(6) 2019: 110% (reference: above 70%); on (B)(6) 2020: 94.50%. Prothrombin time (10 - 14 s) - on (B)(6) 2019: 12.5 s; on (B)(6) 2020: 13.30 s. Respiratory rate - on (B)(6) 2020: 19 bpm. Smear test - on (B)(6) 2020: smear cervix normal. Ultrasound abdomen - on (B)(6) 2020: liver with regular contours, normal volume with homogeneous echotexture, showing a diffuse increase in parenchymal echogenicity, which may correspond to grade I hepatic steatosis. Ultrasound scan vagina - on (B)(6) 2017: device on its linear axis including the proximal end that crosses the myometrium at the interstitial portion of the right tube and left tube. The devices were correctly located in the right and left uterine horns; on (B)(6) 2020: uterus in anteversoflexion with regular contours and homogeneous echotexture, measuring 80x52x43mm (94cc), uterine cervix without alterations, regular endometrium, measuring 9.7 mm in thickness. Right retrouterine ovary, measuring 34x32x31 mm (17.6cc), left ovary, parauterine, measuring 36x30x26 mm (15.0cc), both with polycystic appearance. Absence of free fluid in the pelvis. Linear echogenic image in transverse and coronal sections in the position of the proximal tubal portion, bilaterally, which may correspond to both devices. White blood cell count - on (B)(6) 2017: normal; on (B)(6) 2019: normal; on (B)(6) 2020: normal. Batch no: d40621, production date: 2014-12-09, expiration date: 2017-12-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2021: the follow information were physician's reporter, updated historical drug, lab data, other treatment products, polycystic ovaries, hepatic steatosis. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong abdominal pelvic pain in the right side of the body in the fallopian tubes region') and salpingitis ('chronic bilateral salpingitis') in a 29-year-old female patient who had essure (batch no. D40621) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (vaginal delivery), abortion (two) and arterial hypertension. She has never undergone gynecologic surgery. She doesn't have any concomitant disease or allergy. She doesn't drink alcohol. Previously administered products included for systemic arterial hypertension: losartana; for an unreported indication: bromazepan and medroxiprogesterone. Concurrent conditions included smoker (16 cigarettes per day) since 2004. Concomitant products included diazepam (diazepan) since (B)(6) 2017 and ibuprofen since (B)(6) 2017 for intra-uterine contraceptive device insertion as well as hydrochlorothiazide, losartan, medroxyprogesterone acetate (depoprovera) and medroxyprogesterone since (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced procedural pain ("extreme pain during essure insertion procedure") and nausea ("nausea follwing by vomiting"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), back pain ("pain in lumbar region spreading to legs"), headache ("strong headaches"), gait disturbance ("difficulty to walk"), hypoaesthesia ("numbness on legs, losing feeling of leg"), muscular weakness ("weakness on legs"), decreased appetite ("absence of appetite"), dysgeusia ("metal taste on mouth"), vomiting ("nausea follwing by vomiting") and balance disorder ("loss of balance"). In 2017, the patient experienced pain in extremity ("pain in the right leg"). In 2019, the patient experienced asthenia ("weakness"). On (B)(6) 2019, the patient experienced menstruation irregular ("menstruation irregular") and pyrexia ("fever"). On (B)(6) 2019, the patient experienced menometrorrhagia ("menometrorrhagia"). On (B)(6) 2020, the patient experienced hepatic steatosis ("grade I hepatic steatosis") and polycystic ovaries ("polycystic ovaries"). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), dyspareunia ("pain and discomfort during sexual intercourse"), genital haemorrhage ("bleeding"), abdominal pain lower ("severe cramps"), breast pain ("mild mastalgia"), premenstrual syndrome ("severe pms") and mood swings ("mood swings") and was found to have weight increased ("weight gain / gained 32kg"). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with analgesics, diclofenac potassium (lfm diclofenaco de potassio), hyoscine butylbromide (hioscina), ketoprofen (cetoprofeno), medroxyprogesterone, metamizole sodium (dipirona), metamizole sodium (dipyrone), metamizole sodium (novalgina), nimesulide, omeprazole (omeprazol), ondansetron hydrochloride (cloridrato de ondansetrona), simeticone (simeticona) and surgery (essure removal via bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia, back pain, genital haemorrhage, headache, gait disturbance, hypoaesthesia, muscular weakness and balance disorder had not resolved and the salpingitis, procedural pain, menometrorrhagia, menstruation irregular, pain in extremity, decreased appetite, dysgeusia, nausea, vomiting, pyrexia, asthenia, abdominal pain lower, breast pain, premenstrual syndrome, mood swings, weight increased, hepatic steatosis and polycystic ovaries outcome was unknown. The reporter considered abdominal pain lower, asthenia, back pain, balance disorder, breast pain, decreased appetite, dysgeusia, dyspareunia, gait disturbance, genital haemorrhage, headache, hepatic steatosis, hypoaesthesia, menometrorrhagia, menstruation irregular, mood swings, muscular weakness, nausea, pain in extremity, pelvic pain, polycystic ovaries, premenstrual syndrome, procedural pain, pyrexia, salpingitis, vomiting and weight increased to be related to essure. The reporter commented: anatomical changes: no alteration; insertion with slight resistance: right and left; coils inside cavity: right: 3; left: 4; pain scale: 3. Blood exams normal on (B)(6) 2017 and (B)(6) 2019. Essure removal was performed without complications on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): alanine aminotransferase (5 - 38 u/l) - on (B)(6) 2019: 8 u/l. Aspartate aminotransferase (10 - 37 u/l) - on (B)(6) 2019: 12 u/l. Blood creatine (0.4 - 1.4 mg/dl) - on (B)(6) 2017: 0.71 mg/dl; on (B)(6) 2019: 0.7 mg/dl; on (B)(6) 2020: 0.7 mg/dl. Blood glucose (70 - 100 mg/dl) - on (B)(6) 2020: 94.90 mg/dl. Blood potassium (3.5 - 5 mmol/l) - on (B)(6) 2020: 4.65 mmol/l. Blood pressure measurement - on (B)(6) 2017: 137/92 mmhg; on (B)(6) 2019: 140/98 mmhg; on (B)(6) 2020: 130/100 mmhg. Blood sodium (135 - 145 mmol/l) - on (B)(6) 2020: 148 mmol/l. Blood thromboplastin - on (B)(6) 2019: 1.49 (reference: 1.02 to 1.47); on (B)(6) 2020: 1.69. Blood urea (10 - 45 mg/dl) - on (B)(6) 2017: 29.4 mg/dl; on (B)(6) 2019: 17.9 mg/dl; on (B)(6) 2020: 26.1 mg/dl. Body temperature - on (B)(6) 2017: 36.4 degrees celsius; on (B)(6) 2019: 36.4 degrees celsius; on (B)(6) 2020: 36 degrees celsius. Chest x-ray - on (B)(6) 2020: unremarkable. Culture urine - on (B)(6) 2017: aspect: slight turbid (reference: clear); cells: some (reference: rare); mucus filament: some (reference: absence); bacteria: discrete (reference: absence); on (B)(6) 2019: negative. Aspect: turbid (reference: clear); red blood cells: 3 to 5 (reference: 0 to 2); cells: several (reference: rare); mucus filament: some (reference: absence); bacteria: moderate reference: absence); crystals: amorphous urates reference: absence); on (B)(6) 2019: negative. Full blood count - on (B)(6) 2017: normal; on (B)(6) 2019: normal; on (B)(6) 2020: normal. Hiv test - on (B)(6) 2019: negative; on (B)(6) 2020: negative. Heart rate - on (B)(6) 2017: 85 bpm; on (B)(6) 2019: 73 bpm; on (B)(6) 2020: 80 bpm. Hepatitis b virus test - on (B)(6) 2020: negative. Hepatitis c virus test - on (B)(6) 2020: negative. International normalised ratio - on (B)(6) 2019: 0.94 (range up to 1.2); on (B)(6) 2020: 1.03 (range up to 1.2). Pathology test - on (B)(6) 2020: material: left and right uterine tubes. Macroscopic: left uterine tube 4.5x0.7 cm with smooth and shiny serosa, when cutting virtual light, right uterine tube 6.3x0.7 cm with smooth and shiny serosa, when cutting virtual light. Conclusion: histopathological report of the fallopian tubes, removed during the intervention, revealed chronic bilateral salpingitis (a chronic infectious process of the tubes). Physical examination - on (B)(6) 2017: flabby abdomen, pain to superficial and deep touch, pain in right iliac fossa; on (B)(6) 2019: uterine tone: normal, edema: not found. Platelet count (150 - 450 10*3/mm3) - on (B)(6) 2019: 245 10*3/mm3; on (B)(6) 2020: 176 10*3/mm3. Prothrombin level - on (B)(6) 2019: 110% (reference: above 70%); on (B)(6) 2020: 94.50%. Prothrombin time (10 - 14 s) - on (B)(6) 2019: 12.5 s; on (B)(6) 2020: 13.30 s. Respiratory rate - on (B)(6) 2020: 19 bpm. Smear test - on (B)(6) 2020: smear cervix normal. Ultrasound abdomen - on (B)(6) 2020: liver with regular contours, normal volume with homogeneous echotexture, showing a diffuse increase in parenchymal echogenicity, which may correspond to grade I hepatic steatosis. Ultrasound scan vagina - on (B)(6) 2017: device on its linear axis including the proximal end that crosses the myometrium at the interstitial portion of the right tube and left tube. The devices were correctly located in the right and left uterine horns; on (B)(6) 2020: uterus in anteversoflexion with regular contours and homogeneous echotexture, measuring 80x52x43mm (94cc), uterine cervix without alterations, regular endometrium, measuring 9.7 mm in thickness. Right retrouterine ovary, measuring 34x32x31 mm (17.6cc), left ovary, parauterine, measuring 36x30x26 mm (15.0cc), both with polycystic appearance. Absence of free fluid in the pelvis. Linear echogenic image in transverse and coronal sections in the position of the proximal tubal portion, bilaterally, which may correspond to both devices. White blood cell count - on (B)(6) 2017: normal; on (B)(6) 2019: normal; on (B)(6) 2020: normal. Batch no: d40621, production date: 2014-12-09, expiration date: 2017-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong abdominal pelvic pain in the right side of the body in the fallopian tubes region') and salpingitis ('chronic bilateral salpingitis') in a (B)(6)-year-old female patient who had essure (batch no. D40621) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (vaginal delivery), abortion (two) and arterial hypertension. She has never undergone gynecologic surgery. She doesn't have any concomitant disease or allergy. She doesn't drink alcohol. Concurrent conditions included smoker (16 cigarettes per day) since 2004. Concomitant products included diazepam (diazepan) since (B)(6) 2017 and ibuprofen since (B)(6) 2017 for intra-uterine contraceptive device insertion as well as hydrochlorothiazide, losartan and medroxyprogesterone acetate (depoprovera). In 2017, the patient experienced pain in extremity ("pain in the right leg"). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced procedural pain ("extreme pain during essure insertion procedure") and nausea ("nausea following by vomiting"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), back pain ("pain in lumbar region spreading to legs"), headache ("strong headaches"), gait disturbance ("difficulty to walk"), hypoaesthesia ("numbness on legs, losing feeling of leg"), muscular weakness ("weakness on legs"), decreased appetite ("absence of appetite"), dysgeusia ("metal taste on mouth"), vomiting ("nausea following by vomiting") and balance disorder ("loss of balance"). In 2019, the patient experienced asthenia ("weakness"). On (B)(6) 2019, the patient experienced menstruation irregular ("menstruation irregular") and pyrexia ("fever"). On (B)(6) 2019, the patient experienced menometrorrhagia ("menometrorrhagia"). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), dyspareunia ("pain and discomfort during sexual intercourse"), genital haemorrhage ("bleeding"), abdominal pain lower ("severe cramps"), breast pain ("mild mastalgia"), premenstrual syndrome ("severe pms") and mood swings ("mood swings") and was found to have weight increased ("weight gain / gained 32kg"). The patient was hospitalized from (B)(6) 2020. The patient was treated with analgesics, hyoscine butylbromide (hioscina), medroxyprogesterone, metamizole sodium (dipyrone), nimesulide and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia, back pain, genital haemorrhage, headache, gait disturbance, hypoaesthesia, muscular weakness and balance disorder had not resolved and the salpingitis, procedural pain, menometrorrhagia, menstruation irregular, pain in extremity, decreased appetite, dysgeusia, nausea, vomiting, pyrexia, asthenia, abdominal pain lower, breast pain, premenstrual syndrome, mood swings and weight increased outcome was unknown. The reporter considered abdominal pain lower, asthenia, back pain, balance disorder, breast pain, decreased appetite, dysgeusia, dyspareunia, gait disturbance, genital haemorrhage, headache, hypoaesthesia, menometrorrhagia, menstruation irregular, mood swings, muscular weakness, nausea, pain in extremity, pelvic pain, premenstrual syndrome, procedural pain, pyrexia, salpingitis, vomiting and weight increased to be related to essure. The reporter commented: anatomical changes: no alteration; insertion with slight resistance: right and left; coils inside cavity: right: 3; left: 4; pain scale: 3. Blood exams normal on (B)(6) 2017 and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): alanine aminotransferase (5 - 38 u/l) - on (B)(6) 2019: 8 u/l. Aspartate aminotransferase (10 - 37 u/l) - on (B)(6) 2019: 12 u/l. Blood creatine (0.4 - 1.4 mg/dl) - on (B)(6) 2017: 0.71 mg/dl; on (B)(6) 2019: 0.7 mg/dl. Blood pressure measurement - on (B)(6) 2017: 137/92 mmhg; on (B)(6) 2019: 140/98 mmhg. Blood thromboplastin - on (B)(6) 2019: 1.49 (reference: 1.02 to 1.47). Blood urea (10 - 45 mg/dl) - on (B)(6) 2017: 29.4 mg/dl; on (B)(6) 2019: 17.9 mg/dl. Body temperature - on (B)(6) 2017: 36.4 degrees celsius; on (B)(6) 2019: 36.4 degrees celsius. Culture urine - on (B)(6) 2017: aspect: slight turbid (reference: clear); cells: some (reference: rare); mucus filament: some (reference: absence); bacteria: discrete (reference: absence); on (B)(6) 2019: negative. Aspect: turbid (reference: clear); red blood cells: 3 to 5 (reference: 0 to 2); cells: several (reference: rare); mucus filament: some (reference: absence); bacteria: moderate reference: absence); crystals: amorphous urates reference: absence). Heart rate - on (B)(6) 2017: 85 bpm; on (B)(6) 2019: 73 bpm. International normalised ratio - on (B)(6) 2019: 0.94 (reference: below 1.2). Pathology test - on an unknown date: histopathological report of the fallopian tubes, removed during the intervention, revealed chronic bilateral salpingitis (a chronic infectious process of the tubes). Physical examination - on (B)(6) 2017: flabby abdomen, pain to superficial and deep touch, pain in right iliac fossa; on (B)(6) 2019: uterine tone: normal, edema: not found. Prothrombin level - on (B)(6) 2019: 110% (reference: above 70%). Prothrombin time (10 - 14 s) - on (B)(6) 2019: 12.5 s. Ultrasound scan vagina - on (B)(6) 2017: device on its linear axis including the proximal end that crosses the myometrium at the interstitial portion of the right tube and left tube. The devices were correctly located in the right and left uterine horns. Batch no : d40621, production date: (B)(6) 2014, expiration date :2017-12-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: reporter¿s information updated and new reporters added. Lab data information was added, and essure removal date was provided (case was upgraded to serious incident) . Furthermore, the events chronic bilateral salpingitis, weakness, pain in extremity, abdominal pain lower, breast pain female, premenstrual syndrome, mood swings and weight increased were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.